Event description:
On (B)(6) 2022, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced abdominal pain and went to the hospital where the gastroenterologist performed a gastroscopy. Gastroscopy revealed an ulcer in the stomach, it was unclear if this was a new or previously reported ulcer. The patient was treated with pariet for one month and was not hospitalized.

Manufacturer narrative:
Reference number (B)(4). Catalog number in is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastric ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4).

Event description:
It was clarified that during gastroscopy, the gastroenterologist found that there was no ulcer in the stomach but an ulcer in the anterior and upper duodenum bulb. Gastritis was found in the stomach antrum and according to the biopsies from the previous gastroscopy, this was due to helicobacter pylori. Antibiotic regimen was given to the patient for 15 days to eradicate the helicobacter pylori and an reevaluation for placement of a new intestinal tube suggested in two weeks. The old intestinal tube was removed because it will deteriorate the ulcer in the duodenum bulb. The patient was not hospitalized.